Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. The right atrial (ra) lead had dislodged. The physician attempted to reposition the lead but was unsuccessful due to patient being in atrial fibrillation (af). The lead was inactivated and will be replaced if the lead ever comes out of af. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that all electrical testing was within specified parameters. The lead was returned with dried blood on the helix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.